Manufacturer narrative:
A picture was returned showing a burette set with a label showing a missing filter vent assembly from the piercing pin. Additionally, there was a 'leakage' label on the cassette however no leakage can be seen. The complaint of a missing component and subsequent leakage can be confirmed based on the returned image. Without the return of the used sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
It was reported that a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in generated a leak during patient use. The reporter stated, ¿missing component (leakage).¿ the medical device situation is currently under investigation. The sample is not available for return. A sample picture is available showing the involved product confirming the missing component with the site of leakage as labeled. There was no patient harm reported.